Event description:
It was reported to medtronic minimed that the customer experienced frequent connectivity issues between the pump and continuous glucose monitor (cgm) despite changing the sensor. The customer reported frequent low sensor glucose (sg) alerts (sg: 50 mg/dl), but fingerstick blood glucose (bg) readings were in the 90-100 mg/dl range. The customer attempted to enter blood glucose into the pump, but the device would not allow entry; two hours later, the pump requested a blood glucose reading. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, and unk_sensor. Troubleshooting was performed. Blood glucose value was 100 mg/dl and sensor glucose value was 50 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range. For only general documentation. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.